Manufacturer narrative:
Without a lot number, UDI number the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the tip of the unknown screwdriver was broken and needs to be replaced. It is unknown how the issue was discovered. It is unknown if there were patient and surgical involvement. This complaint involves one (1) device. This report is for (1) hold-sl f/short screws. This is report 1 of 1 for (B)(4).